Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damage observed on the component u300 of full height cubie pmc (p/n: 151903-01) circuit board. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05feb2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that the drawer had a bad module controller, so the fse replaced it. The drawer was tested successful. The report was closed. During dchu visual inspection: p/n 151903-01: was received with visible signs of thermal damage on the components u300 and capacitor c302. During dchu testing: p/n 151903-01: the testing from dchu was not necessarily due to the signs of thermal on internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).